Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). Testing was not performed as this issue was resolved at time of event. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a spinal fusion case, the right side trackers on the imaging system were not being seen by the navigation system. A reboot of the image acquisition system (ias) resolved the issue. There was a 7 minute delay to the case and no impact on patient outcome. The procedure was completed with navigation and medtronic imaging.

Manufacturer narrative:
The logs for the imaging system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.